Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the pneumatic block revealed contamination. The device was scrapped per request of the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.